Manufacturer narrative:
It was reported that during intubation the suction tip was broken and had a cracked side that sucked the patient's tissue off their lip into the crack resulting in damage, tearing and prying of the plastic to open the device and get the tissue out. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during intubation the suction tip was broken and had a cracked side that sucked the patient's tissue off their lip into the crack resulting in damage, tearing and prying of the plastic to open the device and get the tissue out.